Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, after first deployment of the capio device during the procedure, the suture broke. The dart did not fall off into the patient. The suture was pulled back and not too much tension was applied along the capio handle. The procedure was completed with another uphold (tm) lite with capio slim device. There was no consequence or impact to the patient. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
The patient's exact age/date of birth is unknown; however it was reported that the patient was born in 1947. Problem code 2907 captures the reportable event of dart detachment. A visual examination of the returned device revealed that the suture, including the dart, on one dilator was broken/detached, confirming the complaint. The remainder of the detached suture, including the dart, was not returned. A section of the dilator was torn, exposing suture underneath. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The failure found was probably resulted from excessive force when adjusting the mesh placement by pulling on the leg assembly. The investigation concluded that the most probable cause for this event (dart detachment) is adverse event related to procedure which indicates that the adverse event occurred during the procedure and the device had no influence on event.

Manufacturer narrative:
The patient's exact age/date of birth is unknown; however it was reported that the patient was born in (B)(4). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, after first deployment of the capio device during the procedure, the suture broke. The dart did not fall off into the patient. The suture was pulled back and not too much tension was applied along the capio handle. The procedure was completed with another uphold (tm) lite with capio slim device. There was no consequence or impact to the patient. The patient's condition after the procedure was reported to be stable.